Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the customer scenario of a black screen and a "crash" was unable to be replicated however the programmer failed the software control gain test which relates to the complaint and it was also noted that the solder joints on the radiofrequency head connector were damaged. The link electronic module board was replaced and calibrated to resolve. It was further noted that the system fan was noisy and the stylus was missing. Both were replaced and the stylus calibrated. (B)(4).

Event description:
It was reported that when the programmer was switched over to the analyzer screen that the screen went black and the programmer "crashed." The programmer was returned for service. No patient complications have been reported as a result of this event.